Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Ts reviewed the egm and confirmed that the rv lead shock impedances were recorded to be greater than 125 ohms which is considered to be out of range. Ts recommended for the clinician to continue with monitoring the rv lead at this time. No adverse patient effects were reported. This rv lead remains in service.